Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2019-03498. It was reported that the patient¿s drg system was auto-reducing due to high impedances. Reprogramming attempts were unsuccessful. X-ray imaging showed that the ¿s-loop¿ strain relief had migrated resulting in kinks/fractures of the lead. Surgical intervention is pending.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-03498. Additional information received indicates surgical intervention was undertaken wherein both leads were explanted and replaced on (B)(6) 2019 thus resolving the issue.